Event description:
The reporter indicated that the device went into backup with a stat shock request.

Manufacturer narrative:
Summary of analysis: the observed damage to the hybrid circuit precluded analysis of this device. The conditions which caused the malfunction could not be determined.